Event description:
It was reported that pump experienced malfunction alarm with code that caller was able to reset. There was no adverse impact to the customer's blood glucose level. Customer, with assistance from technical support, reset pump using provided instructions, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction happened again.